Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the reagent probe a wash collar valve to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported one low blood urea nitrogen (bun) patient result on their unicel dxc 600i synchron access clinical system. The result was not reported out of the laboratory. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event.